Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows a tear in the haptic. Clear surgical residue on the lens. Conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was attempting to insert a single piece silicone lens model aa4204vf into pt's eye and noticed the lens was tearing and opted not to insert it. The pt had contact with the injector, but not the lens. No pt injury.